Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the trocar valves tore, and the introducer hinge broke, during the procedure under normal wear and tear. The surgeon was able to continue with the procedure. There was 20-30 mins extended or time.